Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg15 (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 7mm and a 6mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.8 mm distally and 4.6 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level test met the requirement, and stent implantation could be performed. It was reported that after all access was in place, during deployment, it was noted that the mid-segment of the stent became stuck a the middle of the catheter and could not open. The stent was then retrieved once, but it still could not be opened. Subsequent angiography suggested a change in the configuration of the tip end of the stent, raising suspicion of damage to the tip. The customer believed that, given the suspected damage to the tip and the inability of the mid-segment to open, the stent should not be forcibly implanted. The stent was therefore removed, and the tip end was indeed found to be frayed. Therefore, a ped 450-20 stent was delivered instead using the same microcatheter, since the customer therefore believed that the issue was not related to the microcatheter, the procedure was completed successfully. The catheter and te pushwire were not damaged the angiographic result post procedure showed blood flow within the aneurysm reduced, and over time it will gradually occlude, thereby achieving a curative effect. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a synchro14 guidewire, phenom27 microcatheter, pulsar medical guide catheter, terumo sheath.